Event description:
Trend of extubations in neonatal ICU noted over a period of days in 11/1999. One event resulted in bilateral pneumothoraces, difficult ventilation, and arrest of 1 mo. Old premature infant. One posible contributing factor identified regarding extubations was tape quality. The MFR was called and stated the adhesive compound on the tape had been reduced to approx 25% less adhesive.